Manufacturer narrative:
Due to characterization limit e1: event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) experienced an alarm indicating an electrical test failure 50 upon startup. The issue occurred prior to use and there was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, component codes, investigation conclusions) getinge field service engineer (fse) evaluated the unit and replaced the hydr cmpnt pump assy dc knf (0102-00-0001). All functional parameters of the equipment were normal, and the equipment was delivered to the customer for use.

Event description:
N/a